Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, while trying to dissect the ip ligament with the device, the blade broke and the doctor pick the blade debris out from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.